Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 12/22/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. On (B)(6) 2015, the patient stated that they were driving on the freeway and upon exiting the freeway, the patient drove the car into the bushes. Patient reported losing consciousness and waking up at the hospital. Patient was informed by the hospital that she was admitted with a blood glucose level of 20mg/dl. While at the hospital, the cgm displayed a bg value of 178mg/dl and bg meter displayed 44mg/dl. At the time of contact, patient stated that they had a high blood glucose level, but was otherwise stable. No additional event information was reported.